Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 24mar2015 to the present date 23oct2020 and confirmed that this device was not previously returned for servicing 1 time and there were no production failures indicated on the source device.

Event description:
The customer reported that device was broken/damaged. They sent the device back for the factory recall fr110 lvp bezel post recall r093-r098. It was reported there was no patient involvement.